Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced a low blood glucose. The customer's blood glucose (bg) was 53 mg/dl. The customer stated that the cause was possible giving a large bolus. The customer consumed food and a glucose tablet to address bg.